Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial#(B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
The consumer reported the device was going to be taken out and that she already had a consultation with the surgeon. The reason for explant was that the device stopped working and it did not help her pain anymore. The patient did not like the way it was vibrating and said it was a disappointment. It was unknown if the implantable neurostimulator (ins) was depleted as the patient did not know how to check and the healthcare provider (hcp) did not check. The patient realized she stopped feeling stimulation in 2014 when she was trying to put it over her back because she was having muscle spasms and pain. When the device was turned on, it did not help. There were muscle spasms and pain all of the time. After it was asked for the patient to clarify about the way it was vibrating, the patient said it was first ok, but it changed over time. Later she said right after she got the device she did not like the way it was vibrating. It just vibrated her pain. The patient had not used the therapy in a year and the patient reported she was having problems with her back. It was to where she could not stand for more than five minutes or could not walk for any length of time without her back feeling like her bones were crashing together. The hcp did xrays in (B)(6) 2014 and said that some of her components were out of place. More x-rays and a CT scan were ordered. The patient did not know if it was device components or rods and pins in her back that were out of place. Relevant medical history included post lumbar laminectomy syndrome.